Manufacturer narrative:
Initial and final MDR (B)(4). -MDR device 2 of 2. E1: patient city:(B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in austria . On 25-june-2024, patient complained about infusion set fell off due to tape not sticking. Event took place when the patient was changing clothes. No further information available.